Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and motor error alarm detected. The customer blood glucose level was over 478 mg/dl at time of incident and other blood glucose was 176 mg/dl. Customer treated with insulin pump. Troubleshooting was declined for high blood glucose level. The product will be returned for analysis.